Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer could not clear the alarm and changed the battery but it alarmed failed battery test and then the device would not turn back on. Customer's mother stated that the no delivery alarms have happened twice a month in the last 3 months. No troubleshooting was done as the customer was unable to clear the alarm. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Device was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms. Device was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump had minor scratched lcd window, scratched case, cracked reservoir tube lip and scratched reservoir tube window.